Manufacturer narrative:
Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the dcb00v system was received in its original box (packaging components: folding carton, labels, direction for use (dfu), implant ID & patient card ID. Visual inspection was performed to the device return and the device was in advance position and cartridge tip was observed deformed/damage, no lens was in the device. No viscoelastic residues were observed. The reported issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being implanted, the haptic of the lens was bent in the opposite direction. The lens was replaced with a back-up iol and the procedure was completed successfully. It was stated that the lead haptic was not folded and that the haptic was twisted. Reportedly, the tip of the cartridge touched the eye. That only the injector was inserted into the eye once, but the direction of haptic was reversed, so the doctor just pulled out the injector and implanted the backup lens. It indicated that the lens was neither implanted nor explanted. There was no issues with the patient reported. No further information was provided.